Manufacturer narrative:
(B)(4). Visual inspection was performed with naked eye and magnification. A broken twist clamp was found. Functional testing performed included leak testing, clear passage test and clamp function test with no issues noted. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received and is in the process of being evaluated. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the twist clamp of transfer set was broken inside uv flash machine. The broken part is the light blue main body. There was patient involvement. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.